Event description:
Related to MFR report #2183959-2012-00133. On (B)(6) 2010 the pt was implanted with an ams elevate posterior graft. It was reported that the pt has suffered, "mesh erosion, hardening, chronic pain and worsening urination." It was also reported that the pt needed add'l surgery, details were not provided.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.